Event description:
It was reported that, during a pump replacement due to a normal elective replacement indicator (eri), the catheter was unable to be aspirated and the healthcare provider (hcp) wanted to deliver the catheter amount over 24 hours. The reporter was uncertain about exact volumes based on what was removed and added, but used the sample of 89cm or .0196ml over 24 hours, which would be 5.88mg of drug. Drug and patient information, patient symptoms and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, serial# unknown. (B)(4).